Event description:
During the review of wadiana logs received from the customer as part of tc10-186 product notification review of previously reported results on the ortho provue analyzer , the following incident was identified. This incident was related to failure to dispense plasma following a cancelled microtube per tc 10-174 cancelled microtubes using software version 3.1 on the ortho provue analyzer. The concern related to the crossmatch-is test. Event occurred on (B)(6) 2010 at 07:08 am to batch 6422. Provue failed to deliver patient plasma into the microwell # 4 to the mts buffered gel card (barcode # 07270904021005019667) for the immediate spin crossmatch to sample ID (B)(4) (position #3 on the carousel) to donor ID# (B)(4). Provue had resulted the test with a negative result.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had been used for four firings with no problems. On the fifth firing over an artery, the clip got stuck in the jaw and did not want to release. The surgeon was able to wiggle the device off the duct and push open the handle to open the jaws. The device had been inspected between uses, was fired plastic to plastic. There was no torque pressure applied. It was not fired across existing clips/staples. The same device used to complete the procedure. There was no adverse consequence to the patient.